Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral approach via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left tibioperoneal trunk. After 3f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation within the specified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another coyote nc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole at the markerband. The tip is damaged. There are numerous shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral approach via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left tibioperoneal trunk. After 3f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation within the specified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another coyote nc balloon catheter. No patient complications nor injuries were reported.